Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead had noise and was fractured. The rv lead was capped and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.